Event description:
During product evaluation by a baxter service technician, an I-pump failed a 7.2.5.5.1 current draw test due to the liquid crystal display being off. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the master processing unit (mpu) printed circuit board (pcb). To correct the condition, the mpu pcb was replaced. If any additional information is received, a follow up MDR will be sent. Information was corrected to reflect the liquid crystal display being off, as per protocol, when the test failed. The liquid crystal display was previously narrated to be the cause of the failed test.

Event description:
During product evaluation by a baxter service technician, an I-pump failed a 7.2.5.5.1 current draw test with to the liquid crystal display off. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.